Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up emdr.

Manufacturer narrative:
(B)(4). The device was determined to meet functional and electrical performance specification requirements per return instrument test / evaluation (rite) testing. The device functioned normally during product analysis lab (pal) testing. Review of the device's previous service record revealed no issues that may have contributed to the increased intraperitoneal volume (iipv) found in the device logs. The device has not been previously returned for any issues related to iipv. The assignable cause of the iipv was determined to be insufficient drain: use error- tidal ultrafiltration removal set too low. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Upon follow-up with the peritoneal dialysis (pd) registered nurse (rn), the results of evaluation were provided and the pd rn was advised of the probable cause. The pd rn stated that the patient did not report any symptoms around that time. The pd rn stated the patient was doing fine and continuing therapy on the cycler as usual.

Event description:
An increased intra-peritoneal volume (iipv) situation was identified in the event and therapy log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The fill volume was 1800ml and the total drain volume was 3067ml which meets iipv criteria. No patient injury or medical intervention was reported.